Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 11. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and inflammation. No further patient complications were reported.